Event description:
It was reported that externalized conductors were seen under fluoroscopy. Noise also noted and led to inappropriate sensing. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.